Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on feb 18, 2022 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received in a different serial number lens case. The lens was cleaned and the haptics were visually inspected, and no issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Pt info: unknown/ not provided. If implanted, give date: not applicable, as lens was removed and replaced during the same procedure. If explanted, give date: not applicable, as lens was removed and replaced during the same procedure. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported their icb00 tecnis iol was implanted with a straight haptic. Lens was removed from patient's eye. Customer attempted to mount the lens again and they were not able to. There was no patient injury reported. No additional information provided.